Event description:
The user facility returned an automated impella controller for investigation of a connectivity/wi/fi issue. During the investigation of the device, a controller error (red alarm) displayed. There was no patient involvement.

Manufacturer narrative:
The investigation into the connectivity issue/wi-fi issue has been completed. Data analysis: ic2823 received frequent errors on 7/14 related to the purge assembly for "controller failure (purge pressure sensor defective)" due to a pressure sensing voltage out of range. Device analysis: the failure mode was able to be reproduced during investigation. There was a severely kinked ribbon cable within the purge assembly. Replacing the purge pressure sensor resolved the controller failure alarm. Root cause: the cause of the controller failure was due to a defective purge pressure sensor with a kinked ribbon cable. The failure modes will be monitored and trended.